Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the severely tortuous and mildly calcified left circumflex artery. After a non-bsc guide wire crossed the lesion and a 6f guide catheter was engaged in the left main, serial pre-dilatations were performed with a 2.5x15 non-compliant balloon catheter. A 2.75x38mm promus element¿ plus drug-eluting stent was then advanced but failed to cross the lesion despite of buddy wire support. Subsequently, during negotiation, it was noted that the distal stent struts were flared up and the proximal shaft had multiple kinks. The device was removed from the patient and pre-dilatation was repeated using the same 2.5x15 non-compliant balloon catheter. The procedure was completed using a different device and final angiography showed good result. No patient complications were reported and the patient's status was stable.